Event description:
It was reported by the patient that the power cord has frayed wires. A new power cord and power supply box were ordered for the patient's pes and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The reported event could not be confirmed. The investigation could not be completed as the location of the device is currently unknown. The reported issue is inconclusive, and the root cause was undetermined.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.